Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during a procedure performed on (B)(6) 2021. During the procedure, the cutting wire broke. No part of the cutting wire detached and fell into the patient. Reportedly, the device was not energized prior to bowing and when not in contact with the tissue. Additionally, the device was not energized but the exposed cutting wire had fully exited the endoscope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.